Event description:
Boston scientific crm received information that the patient with this pacing system noted that the lower right corner of the pacemaker site had become red and inflamed. The patient was given antibiotics with no reduction in redness or swelling. The entire system including atrial and ventricular leads was extracted due to infection. A new pacemaker was implanted the following day on the right side.

Manufacturer narrative:
The pacing system was removed, replaced, and will not be returned to boston scientific crm. Should additional information become available, an amended report will be submitted.